Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) visited the site and confirmed system was not powering on. After reviewing log file, fse found system hang up issue. Upon troubleshooting, fse found that the dc power supply fault intermittently. The cause of the dcps failure could not be determined by the supplier's part analysis. Fse replaced dcps in m-cabinet. After dcps was replaced, system returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not turn on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.